Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when the flush is attached, that the full 10mls would be infused instead of just 2-3 ml. There was no information on patient involvement. Per clinical consultant, the 10ml would only have infused if the change in volume to be infused was not changed to 2-3ml since interoperability is used and the 10ml is the programmed option.

Event description:
It was reported that when the flush is attached, that the full 10mls would be infused instead of just 2-3 ml. There was no information on patient involvement. Per clinical consultant, the 10ml would only have infused if the change in volume to be infused was not changed to 2-3ml since interoperability is used and the 10ml is the programmed option.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause of an over infusion when the flush is attached could not be determined since no devices or logs being returned for inspection.